Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that the patient spoke with the surgeon who implanted the ins and the surgeon said they could remove it for thousands of dollars, which the patient did not have; the patient could not afford the explant procedure. The patient did not think this was fair. It was "implanted incorrectly" and the patient had not benefited from it. The patient said the device did not charge, and it had not been charged in two years because the patient could not sit in the exact position for 3 hours waiting for it to charge. It didn't work and never worked. The patient was in pain and wanted it out, and the patient reported they would cut their private parts to get it out if they were unable to be helped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that it had been horrible since the patient received the device and they stated that they would like it removed immediately. The patient was only able to charge the device when sitting in a very specific position and the device now caused significant discomfort. They received the device in a lawsuit after they were hit by a car and had been in excruciating pain, but the ins had not provided relief and had instead contributed to increased pain. In addition, the patient reported experiencing loss of sensation in the lower areas following the initial implantation of the device. They previously raised this concern with their healthcare provider, who stated they were not aware of this type of issue. The patient was concerned about getting charged "thousands of dollars" for this procedure. They did not live near where their physician was located, and the patient inquired whether the manufacturer had an office near their area that could assist with the issue. The patient services agent reviewed information and offered to send the patient physician listings. The patient became emotionally distressed, began crying, ended the call, and stated they wished they had never received the device. Additional information received from the patient. It was reported that the patient felt unwell and believed it was "implanted incorrectly" and the patient noted that they could barely feel anything in their lower/private areas. The patient mentioned they couldn't have sex or have orgasms and that they couldn't charge it as they needed to be in a specific position. It had not been charged correctly in 2 years and it "hurt to have it implanted." The patient reported they would "rip it out" if it was not removed.